Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins had flipped in the pocket, was not sitting right, had shocking, and had pain down their right leg. The patient stated that it had since been resolved but still got shocked now and again. They thought this was due to a fall they had a while ago. The patient stated that this all started ¿years ago¿. Addition information received from the healthcare professional (hcp) on july 23, 2019 reported that the patient had the ins ¿re-done¿ which was clarified to mean that they had a device revision because the device was in the wrong location and had flipped. There were no further complications reported or anticipated.